Event description:
Device 2 of 2. Reference MFR report 1627487-2011-07084. The pt received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt stimulation was shutting off and many of her programs would not allow her to turn the stimulation up. Sjm representative found the pt's device had low impedance and attempted to reprogram to no avail. Additional reprogramming and technical support has been scheduled. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.